Event description:
It was reported that an implant was found to have migrated postoperatively. The patient is scheduled for a revision surgery. No additional patient impacts were reported.

Manufacturer narrative:
Additional information in d4: expiration date and UDI number, h4, and h6: method, results, and conclusions. The device was not returned, and no photos or operative notes were provided, so a device evaluation was unable to be performed, no results are available, and the cause is unable to be determined. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The device's labeling identifies post-operative migration as a potential adverse effect of using the device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an implant was found to have migrated postoperatively. The patient is scheduled for a revision surgery. No additional patient impacts were reported.